Event description:
The event involved a plum set where it was reported that leakage on the filter vent was noted after 7-8 hours of chemotherapy infusion. There was patient involvement but not report of harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 reporter extension: ext. 13055.